Event description:
It was reported that during daily checks the screen of the cardiosave intra- aortic balloon pump (iabp) froze. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual device(10): a getinge field service engineer (fse) evaluated the unit and was able to reproduce the issue. The fse replaced the touch screen to resolve the issue. A supplemental report will be submitted upon the completion of our investigation. The full name of the initial reporter is (B)(6). .

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp. The fse replaced the touchscreen (0160-00-0123) and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.